Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had suspected device thrombosis and showed symptoms of heart failure. An echocardiogram showed an obstruction and the patient¿s lactate dehydrogenase level was rising. The pump was subsequently exchanged.

Manufacturer narrative:
Approximate age of device - 1 year, 1 month. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility number was not provided. The intermacs identifier is (B)(4). Thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicated that they likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the rotor upon disassembly of the pump also revealed a flat, denatured, tissue-like deposition in the blood tube. Based on the shape of the deposition, it is likely that this deposition was situated between the rotor blades along the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was likely present while the pump was supporting the patient; however, its lack of lamination suggests that it may have developed elsewhere. Although a root cause for the development of the observed formations could not conclusively be determined through this evaluation, they would have contributed to the patient¿s reported elevated ldh levels. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: (B)(6) 2015, patient was admitted from home for further evaluation of elevated ldh to 895 with concern for hemolysis. On (B)(6) 2015, continue to trend ldh, heparin gtt started. Urine is darker than usual. On (B)(6) 2015, ldh increasing slightly, so will increase heparin gtt. On (B)(6) 2015, echo; right ventricle inadequately seen, apical cannula seen with lamanir flow. On (B)(6) 2015, CT chest shows no definite evidence for thrombus in the inflow or outflow cannula ot the lvad. Ldh up to 1020 (B)(6) from 744 (B)(6) so started integrelin gtt with heparin gtt. On (B)(6) ldh is 1492 while on integrelin and heparin. Urine is very dark like motor oil. Based on concern for pump thrombosis given rising ldh despite being on heparin drip and integrelin, transferred patient to ICU for tpa., peripherally ( stop integrelin and heparin drips) once tpa complete resume heparin after 1 hour. On (B)(6) tpa administered , heparin restarted. On (B)(6), plan for reimplantation of lvad for pump thrombosis(elevated ldh, dark urine, and hemolysis). On (B)(6), ldh, 1658. On (B)(6), patient taken to or for lvad exchange.